Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/12/2017. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residues of lubricant material. Lens was returned cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Both haptics were observed slightly distorted. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a monofocal intraocular lens (model z9002, +15.5 diopter) was explanted in a secondary procedure because of hyper optic outcome observed during post examination, (B)(6) 2017. Additional information was received and it was learnt that a monofocal lens (model z9002, +17.5) was implanted as a replacement lens. There was no patient injury reported. And patient was reported as stable. No further information was provided.